Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital with chest pain. A CT scan was performed and noted the right atrial (ra) lead had caused a perforation. The device check noted the ra lead was not capturing. The device was reprogrammed to vvi 50. The patient was confirmed to be stable and therefore, no action was taken regarding the perforation. No additional adverse patient effects were reported.